Event description:
I was a soft lens user and I used advanced medical optics complete moisture. In november, my eye started with heavy inflammations and in december finally acanthamoeba keratitis was diagnosed. As a consequence of this I had a cornea transplantation in 2008. Dates of use: 2006 - 2007. Diagnosis or reason for use: soft contacts lens moisture.